Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, unspecified scar, was deemed to meet serious injury criteria of permanent damage to a body structure or permanent impairment of a body function. The device history record could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from an (B)(6) physician and concerns a female patient. As reported, she was about (B)(6) years old. She was treated with a total of 0.8 ml (one syringe) of radiesse®, into the zygomatic-malar area, in (B)(6) 2019 (reported as on a friday). Radiesse® was injected with a microcannula, 0.4 ml per side. The patient took cortisone for 1 week prior to the treatment as preventative therapy. The patient was treated with other fillers in the past and experienced an allergic problem. Concomitant medications included cortisone. The physician informed the patient very well and she signed the consent. In (B)(6) 2019, on monday after the treatment with radiesse®, the patient experienced an edema (also reported as swelling) in the treated area. The patient went to the hospital emergency department and received intramuscularly 4 mg of bentelan and was prescribed with bentelan tablets, for home therapy. The edema resolved in about 15 days. After 15 days, the dermatologist prescribed the patient a gradual reduction of cortisone, considering that the event resolved. After 15 months, the patient informed that she experienced unspecified scar and stated that she was going to surgically remove the part of the non re-absorbable filler. Due to the provided information, the outcome of the event edema was considered as resolved, in 2019. The outcome of the event unspecified scar was unknown. Follow-up information was received on 05-aug-2020: the event edema / swelling was deleted. The event allergic reaction was added. The initial assessment text was amended. It was confirmed, that the patient was injected with radiesse®, into the zygomatic-malar and lower eyelid. In (B)(6) 2019, after the treatment with radiesse®, the patient experienced an allergic reaction. The physician informed that no corrective treatment was necessary to prevent permanent damage or life-threatening condition, the patient was administered with oral and intramuscular steroid therapy (also prophylactic) until resolving of the loco-regional allergic reaction in the injection site. The patient never returned to the reporter for a checkup and never contacted her since the resolving of the allergic reaction, nor did she report any problems. The physician did not receive any additional info on the scars reported by the patient. The physician did not remove the filler or plan any surgery. The physician was not in contact with the patient until (B)(6) 2020 and planned to see the patient for a examination in (B)(6), to check for the presence of damage, if any. The outcome of the event allergic reaction was reported as resolved, in (B)(6) 2019. The outcome of the event unspecified scar was left unchanged.